Manufacturer narrative:
(B)(4). Only event year known: 2022 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the device is defective. After placing the detachable head in the colonic lumen, the auxiliary trocar could not be removed. The issue occurred in intra-op before stapling. Use of another device without an auxiliary trocar to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 07/22/2022. D4: batch # 574a43. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage and an anvil was received with an ancillary trocar attached. The breakaway washer was uncut and there were staples present. The ancillary trocar was removed of the anvil without any difficulties. Further analysis shows scratches on the locking spring of the anvil and the body of ancillary trocar were noted. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. Do not clamp across or grip on the locking springs when attempting to reattach the anvil. To avoid the inclusion of tissue within the anvil shaft, do not use it for piercing. Instead, insert the ancillary trocar (included with stapler) into the anvil shaft as described in the section on ¿use of ancillary trocar.¿ please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.